Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, there was injector problem - the lens was jammed into the injector and was scratched. Consequently, the lens was removed and replaced with a same model and diopter value company lens in an initial procedure. Based on the newly received information, the scheduled procedure was phacoemulsification with intraocular lens implantation. According to the surgeon¿s assessment, the lens was likely scratched during the loading process. There was no patient harm.